Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
The device was returned to cochlear with paperwork stating that it was explanted in 2007 due to "device failure". The pt was reimplanted during the same surgery. No manufacturer integrity testing was done or requested.